Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an impella cp in a 45-year-old male patient for mechanical circulatory support. It was reported while being placed on impella cp support, the patient developed ischemic leg on impella side. The impella cp pump was explanted and replaced with an impella 5.5.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed since the original report was filed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.